Event description:
Pt presents because of medtronic (micro jewel 2) defibrillator malfunction. The micro jewel 2 defibrillation has prolonged charge times. Consultation with medtronic representatives led to recommendation for pulse generation replacement. The device is under MFR alert. The device was electively replaced in 1999, while still under warranty.